Event description:
It was reported that the user discontinued the ilet and transitioned to multiple daily injections after perceiving low blood glucose events while using the system, and the user declined remote training and plans to resume ilet use after meeting with the preferred healthcare provider; device alerts were referenced, and the user remained on backup therapy with reported blood glucose levels not affected at the time of follow-up. Symptoms included hypoglycemia. Outcomes included interruption of device use and use of backup therapy. Investigation included complaint intake, user interview, and review of available data as feasible; no device data were synced due to lack of a compatible phone. Investigation of this case revealed no confirmed device malfunction and no component failure identified, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.